Event description:
Leak noted in cassette sheeting of homechoice set during priming. Priming was discontinued and supplies were discarded. Set-up was resumed with new supplies, and therapy was completed without incident. No pt injury or medical intervention reported per family member.